Event description:
On 05/06/22, a customer called hologic technical support (ts) to report discrepant results while using the aptima sars-cov-2 assay lot 318345. Customer indicated that they noticed aptima sars-cov-2 run from wl (B)(6) resulted a higher positivity rate of 12.7% after the panther instrument sn (B)(4) was serviced. Customer took the 7 positive samples from panther instrument sn (B)(4), wl (B)(6) and re-analyzed them on a different panther instrument sn 01070. Customer confirmed that the same sample was used for the rerun on a different instrument, and it was not a different aliquot. The initial results have been reported out. Retest of the 7 positive results from wl (B)(6) resulted negative. Customer did not notify hologic of any amended results or any patient treatment. As of 5/11/2022, customer notified that they have not observed any further issues related with this issue with their runs. No product impact is known to date. A review of logs show that initial positive result is associated with potential kit handling issue or kit contamination.

Manufacturer narrative:
No product impact is known to date. A review of logs show that initial positive result is associated with potential kit handling issue or kit contamination.